Event description:
This equipment was voluntarily tagged out for service by the customer. An arjohuntleigh tech visited the site and, upon examining the device, he found that one castor was loose and required tightening. It was also noted that the stretcher assembly had been modified by the facility. The date of event is unk at the time of reporting. (B)(6) 2011 is when the customer visit took place.

Manufacturer narrative:
This report is being filed under exemption (B)(4) for arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo hospital equipment (B)(4). Add¿l info will be provided upon conclusion of the MFR¿s investigation.